Event description:
Additional information was received from patient stating that circumstances that led to the long recharger times and not being able to connect to charge the implantable neurostimulator (ins) was that it was getting slower and hotter till it stopped working. Patient said that the part replacements resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the controller keeps telling patient they need to replace the controller battery even though the controller is fully charged since the last 2 weeks patient stated they are also seeing a message that the recharger cord is disconnected when trying to charge the implantable neurostimulator (ins) and it is clearly connected to the controller port. Patient verified there is no visible damage to the cord / plug pins. The issue was not resolved. A replacement recharger (rtm) was sent /out.no symptoms were reported.  Additional information was received from a patient (pt). It was reported that they were still experiencing the previously reported issue after receipt of the recharger replacement. The controller will also act like nothing is connected when plugged into the port. A replacement controller was sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that they've still been having issues charging their ins despite new equipment. Pt stated it took them about 3 hours to charge 30% and yesterday they were unable to connect to recharge the implant. Patient confirmed no controller port damage, no battery compartment damage, or recharger pin damage. Agent assisted pt in resetting controller, cleaning connections but patient was unable to progress through passive recharge mode. Agent redirected to their healthcare provider (hcp)  and pt stated they have an appt on august 9th.